Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump history displayed incorrect data. Reportedly, the customer's health care provider (hcp) observed occurrences of multiple boluses being delivered of the same amount within the same time period. It was reported that the contact was unsure of the reason the boluses had been delivered, but there had not been an adverse impact to the customer's blood glucose level due to the reported event. Recommendation was made by tandem technical support to upload the pump data logs to that the reported event could be reviewed. Multiple attempts were made to obtain additional information; however, no further information was provided by the customer.